Event description:
The customer reported that the system was getting an 04 error code and found that the batteries are corroded.

Manufacturer narrative:
No service necessary by ge. The customer will seek a third party for service and parts.